Manufacturer narrative:
A pride representative evaluated the device and there was no damage to the device. The pride rep made some adjustments to the device and the customer was satisfied.

Event description:
Consumer was riding in his chair on the train. He was not strapped down nor was he wearing his seat belt. The train had to come to a sudden stop and the chair allegedly tipped forward causing the consumer to fall out.